Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced fluctuating high and low readings. The customer's blood glucose reading was 142 mg/dl. The customer stated that her belt clip broke and the quick serter only went half way down. The customer stated that three years ago, the pump continued to give her insulin and almost killed her. The product was not returned for analysis.